Event description:
Info received indicates the head up function is not working manually or under power.

Manufacturer narrative:
The tech isolated the issue to the head up valve. He replaced the head up valve to repair the bed. The bed is functioning properly.